Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the cause of the peritonitis was unknown. On an unknown date, the patient was discharged from the hospital and was recovered from the peritonitis event. It was unknown if the patient was treated with antibiotics for the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.